Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown unable to determine if the patient had followed the instructions for use as instructed; if not, potentially contributed to the false negative outcome. User did not provide specific product information or pictures; therefore, no additional investigation can be performed as the device lot number was not available no additional information or details provided to date

Event description:
Customer feedback : wife positive, husband tested negative when swabbing nose, tried throat swab and tested faint positive possible false negative for nasal swab.